Manufacturer narrative:
The pump user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Reportedly, the customer had been using the cartridge for 6 days. Customer's blood glucose level ranged between 142-143 mg/dl. Reportedly, the cartridge was reloaded and an accurate fill estimate was received.